Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement, and self tests; it failed active current measurement test. Furthermore, multiple "insert battery now" messages occurred during testing. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the active current measurement remained high. The high active current measurement appears to be due to a problem with pcba1.

Event description:
Information received by medtronic indicated that the customer inserted a new battery in the insulin pump and the insulin pump was overheated after 1 to 2 hours of use and it's showing depleted battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.